Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the complained article was forwarded to the responsible product development center for evaluation. The investigation shows no damage and no deviation. A function test was performed and shows that the plate works without any problems. Unfortunately the reason for this happening cannot exactly be determined. The present plate was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly, the lcp dhs plate did not fit the screw. After trying a couple of times, a new plate was selected. It was reported the new plate did fit with the screw. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.